Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was overheating during a procedure, and leaked a fluid into the surgical site. There was a 20 minute delay while the surgical site was flushed, and the procedure was completed successfully using backup equipment. There were no adverse consequences reported with this event.

Event description:
The user facility reported that the device was overheating during a procedure, and leaked a fluid into the surgical site. There was a 20 minute delay while the surgical site was flushed, and the procedure was completed successfully using backup equipment. There were no adverse consequences reported with this event.